Event description:
Following the successful treatment of an in-stent thrombus, the physician was attempting to withdraw the device from the patient but it did not move and there was "significant torque on the brain stem by moving the wire." The device had become entangled on the two stents, the previously placed one and the one placed as part of the treatment of the thrombus. The physician attempted to free the device but was unable to free the device so it could be removed. The catheter was removed from the patient and the device was cut at the groin. No further action was taken to try to remove the device fragment from the patient.

Event description:
Following the successful treatment of an instent thrombus, the physician was attempting to withdraw the device from the patient but it did not move and there was "significant torque on the brain stem by moving the wire." The device had become entangled on the two stents, the previously placed one and the one placed as part of the treatment of the thrombus. The physician attempted to free the device but was unable to free the device so it could be removed. The catheter was removed from the patient and the device was cut at the groin. No further action was taken to try to remove the device fragment from the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. Based on the available information it is not possible to determine the exact cause of the reported event, it is most likely related to operational context.